Event description:
It was reported that an ilet pump generated repeated restart alerts and an alert 32 indicating a delivery motor communication error, after which the user experienced fluctuating blood glucose while at camp; the user self-restarted the device on notification, and a replacement ilet was shipped with instructions and education provided. Symptoms included hyperglycemia and hypoglycemia with a reported low of 64 mg/dl for about one hour and a high of 353 mg/dl for about two and a half hours, as well as positive ketones at 0.4, without loss of consciousness or diabetic ketoacidosis. Outcomes included assistance by a diabetes-knowledgeable registered nurse and no hospitalization. Investigation included complaint handling, device replacement logistics, and user education on data transfer, startup, cgm use, and return procedures. Investigation of the returned device revealed a communication malfunction between the delivery motor and processor consistent with the reported alarm, associated with the pump delivery subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.